Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery with none tortuosity and no calcification, a 3.5x15 rx xience xpedition drug eluting stent system was advanced via direct stenting, inflated one time at 24 atmospheres and the stent deployed without difficulty. The stent was well apposed to the vessel wall along its length. Reportedly, resistance was felt with the non-abbott 5 fr guiding catheter when the stent system balloon was being withdrawn into the guiding catheter. When pulling on the hypotube, no force was applied and the distal shaft just proximal to the balloon at the proximal marker level (balloon included) separated and was located at the tip of the guiding catheter. Reportedly, the separated distal shaft (balloon included) was able to be removed when the guiding catheter was withdrawn from the patient anatomy. There was no portion that remained in the patient. The physician states that the separation was immediate when pulling the xience xpedition catheter. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Xience xpedition is currently not commercially available in the u.s. The product code listed is based on the predicate device (xience prime) and is therefore, similar to a device sold in the u.s. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported difficulty to remove could not be replicated as the protective sheath was not returned thus testing could not be performed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. If during withdrawal of the stent delivery catheter, resistance is encountered, use the following steps to improve balloon rewrap: re-inflate the balloon up to nominal pressure. Deflate the balloon by pulling negative on the inflation device for 30 seconds and confirm complete balloon deflation before attempting to move the delivery system. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.